Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign objects were clogging the nozzle and the light guide lens. In addition, the evaluation found the following; due to damage on the up/down knob, water tightness was lost, the connecting tube had a dent and a scratch, the adhesive around the light guide lens was peeled and the light guide had a crack, the universal cord had a scratch, the paint on the suction cylinder was peeled, the adhesive around the objective lens was peeled, the light guide bundle was slipping down. Due to clogging of the nozzle, the water removal ability did not meet the standard value and the air supply volume did not meet the standard value. The adhesive on the bending section cover had a white clouded area, the adhesive around the bending section cover had a chip and the bending section cover had a scratch. Due to wear of the angle wire, the play of the up/down knob was out of the standard value and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube had a wrinkle and the suction connector was dirty due to a water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the the gastrointestinal videoscope had a water supply blockage. The issue was found when preparing the device for use in a diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign object found in the nozzle and the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.